Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
During a routine flush, swelling was noted in the subcutaneous tissue around the port. A small hole was detected in the port base after it was removed.